Event description:
It was reported that this patient had received two inappropriate shocks for atrial fibrillation with rapid ventricular rate. The rate was approximately 300 beats per minute but the shocks were unsuccessful at converting the patient. This resulted in medical intervention to convert the patient. It was noted that the shock impedance was 166 ohms for the two inappropriate shocks. Technical services provided troubleshooting recommendations but there has been no additional information providing the outcome for the patient at this time. No additional adverse events were reported.